Event description:
It was reported that patient took part in a clinical trial in which patient received surgical fixation treatment of a femoral neck fracture. In addition to the standard of care, patients enrolled in the study were randomized to receive either an investigational drug or placebo. The study was designed to evaluate safety and efficacy of the drug (not the hardware). During the course of the study, adverse events were recorded regardless if they were related to the drug or hardware. It was reported that patient underwent revision on an unknown date due to hip pain at rest and with activity, poor function and mobility, painful hardware, and arthralgia.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event. Product / lot code / expiration date. Date of implant. Date of explant. PMA/510(k) number. Manufacture date. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components."